Manufacturer narrative:
The customer complaint that the battery was covered in fluid was not confirmed. However, it was confirmed by the technician that the battery was internally corroded and the housing was cracked. Improper sterilization may cause damage to internal components of the battery. The crack in the housing can allow fluids to get into and out of the battery. The likely cause of this is due to fluid intrusion of the battery during sterilization. However, the battery covered in fluid was not confirmed.

Event description:
It was reported that the batteries were covered in fluid when received. It could not be confirmed with the customer if the device was leaking prior to shipping. It was noted by the service technician that the batteries are dry and have cracked housings. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.